Manufacturer narrative:
Product complaint#: (B)(4). Date sent: 5/5/2020. D10: device received.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was obtained: approximately how far did device fire in first firing before knife returned? About 1 cm. What is the surgeon¿s experience with device? The 2 surgeons know how to use the device. Approximately how many ratchets of manual lever were completed? Only one ratchet was completed. How was device eventually removed from tissue? The device was removed after a conversion of the procedure to a thoracotomy. It was torn off with a small flap of pulmonary parenchyma. Are photos available? No. What is the current patient status? The patient goes well. The issue was fixed immediately with a prolene suture.

Event description:
It was reported that during a segmentectomy, the device got stuck on the lung after use of the 2nd loader. For the first loader, the knife did not go to the end of the jaws, and returned : the stapling was hard but complete. For the second loader, the operative team heard the knife come and go but the jaws did not open. Reverse didn't work either. The manual override got stuck at 45 degrees at the first manual reassembly. After converting to open surgery, the surgeon manually forced the opening of the jaws. Another echelon stapler was used and it worked

Manufacturer narrative:
Product complaint #: (B)(4). D4: batch # t5dv5f. Investigation summary: the analysis found that one pcee45a device was returned with the anvil bent upwards and knife slot damaged, clamping trigger closed. Firing trigger damaged. With one gst45t cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. No functional test was performed due the condition of the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.